Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and technical support was unable to confirm battery depletion allegation, with no additional information received regarding the outcome of the event.